Manufacturer narrative:
MFR's initial report date: (B)(4) 2011. (B)(4). Add'l data / failure investigation: field svc tech investigation discovered physical item obstruction causing drawer failure.

Event description:
Customer reports drawer on pyxis anesthesia sys failed. No pt present. No pt harm reported.